Manufacturer narrative:
Continuation of d10: product ID: 3093-28; lot#: va02euc; implanted: on (B)(6) 2012; explanted: on (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot#: (B)(6); ubd: 22-aug-2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they are having a lot of accidents. Patient said they charged everything up last night and they were going to increase their frequency on program 1, but they didn't feel any stimulation whatsoever. Patient also stated that they tried other programs but still did not feel anything. Patient also said they haven't felt anything in about 2 weeks. Patient confirmed they have not taken any falls or sustained any trauma. Patient services asked patient if they got any error messages when they made their stimulation adjustments and patient said no. Patient stated that they are normally on 1.9 ma and that they can always feel stimulation. On the call, patient increased therapy to 4.0 and still couldn't feel anything. Agent reviewed that patient's do not have to feel therapy for it to be working. Patient insisted that this was not normal. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that the cause them not feeling stimulation was due to the leads being bad. They stated that a new device was put in on (B)(6) 2024.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp clarified that the leads being bad was a device ma lfunction. Hcp stated the cause was due to mechanical failure and it was replaced. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.